Event description:
A copy of an article from int ophthalmol, (B)(6) 2023 was received regarding "five-year follow-up of a posterior chamber phakic intraocular lens with a central hole for correction of myopia". The article involved 241 eyes that underwent icl implantation. Post-op, there were isolated cases of elevated iop, which with topical treatment, none persisted longer than 1 week. It was reported two eyes of one patient at 21 months from initial surgery, showed cataract formation. The icls were removed and iols were implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b:unk. H4: unk. H6: health impact - additional surgery: 4625 - iol implanted. H6: health effect impact code: 4644 - topical treatment. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: an article was published in the int ophthalmol citing a case study of "five-year follow up of a posterior chamber phakic intraocular lens with a central hole for correction myopia". This study included "45 eyes implanted with icl v4c with 5 years of follow-up". The patient(s) experienced elevated iop and medication was prescribed. Reportedly "iop, up to 40 mmhg, presumably due to retained viscoelastic in the anterior chamber. With adequate topical treatment, none of these cases persisted for longer than I week postoperatively". It was also reported "with adequate topical treatment, none of these cases persisted for longer than 1 week postoperatively." It was concluded that "our data show a good intermediate and long-term stability, efficiency, and safety of icl v4c phakic lenses in myopic eyes comparable to other known literature". The lenses remain implanted. H6: health effect- clinical code: "1766" should be removed. H6: health effect- impact code: "4614" should be added. "4627" and "4625" should be removed. H6: medical device problem code: 1494- off label use (age<21) should be added. Claim#: (B)(4).